Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of several unexplained pump reboot events. The returned battery cap was observed to be undamaged and able to properly secure to the pump. The returned test cap was tightened and then unscrewed ½ turn with no reboots occurring. During the rewind step, a call service (B)(4) alarm was produced. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and moisture corrosion was found to the power printed circuit board and keyboard connector. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation due to the call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.